Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient has 2 occipital (off-label) scs leads from the same lot. It was reported the patient was experiencing pain down side of his neck. It was also reported the patient had experienced multiple falls. X-rays revealed the leads had migrated. As a result, the leads were explanted and replaced. Effective stimulation was restored with the surgical intervention.